Manufacturer narrative:
(B)(4). Batch # p93159. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components and 2 malformed and 2 conforming inside a plastic bag. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
First firing of the ligamax, the clip is partially form. Second firing, the clip didn't deployed, third firing, the second and the third clip deployed together with the third clip 'hugging' the second clip. Clip is normally formed on the forth firing. Surgeon opened a new pack of ligamax. The first 2 firing is done inside the patient. There were no patient consequences. Procedure: laparoscopic cholecystectomy.

Manufacturer narrative:
(B)(4). Per photographic evaluation: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, what appear to be three malformed clips lying in a surface can be observed, along with what appears to be a properly formed clip. However, no conclusion could be reached as to the cause of the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.